Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing as short v-v intervals and high rate non-sustained episodes were noted.  Additionally, the rv lead showed an impedance change.  An rv lead fracture was suspected.  The rv lead was reprogrammed and then explanted/replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product: ID ddmb1d ICD, date of implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.